Event description:
Essure implant, I have had the essure implant for 6 months. I have had a tremendous amount of pain and bloating since. An infection that keeps coming back irregular painful periods. And a non stop allergic reaction. I was in perfect health before essure. And ever since I have been miserable. There is no doubt my mind that essure has no place in the market and it is a totally irresponsible product. I requested to have my procedure done the old fashion way. And my doctor talked me into essure. He never warned me about the possibility of an allergic reaction and never tested me for sensitivity. I can't believe with all the uproar pertaining to this product nothing has been done yet. Know that every day this thing is being offered some one else's life is being ruined. I have nothing else to say. I could spit fire.